Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient and healthcare provider (hcp) regarding an implanted pump system for non-malignant pain. The pump was used to deliver dilaudid and clonidine. Drug dose and concentration information was not reported. It was reported that the patient had esophageal and colon surgeries around (B)(6) 2022. The patient had been in pain since these surgeries and had been gradually getting worse. The patient's programmer was working, but they did not feel therapy effects from it. The patient was worried that, during the colon surgery, they may have "nicked" the catheter, resulting in the therapy issues. On (B)(6) 2022, the patient was in extreme pain and wanted to have their pump checked, as they were in the hospital for a reason unrelated to the pump. On (B)(6) 2022, the physician wanted to see if someone could interrogate the pump. It was unknown if the pump was interrogated on (B)(6) 2022. After the patient had magnetic resonance imaging (MRI) one to one and a half weeks prior to the report, the patient felt that the pump was not working because they were not getting relief from their boluses and was in a lot of pain. The physician inquired if it was possible that the catheter "yanked" and inquired how that could be determined.